Event description:
It was reported that during an unknown procedure the stapler jammed after the firing process and could no longer be opened. Staple line intact. No patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Date sent 11/21/2024. D4 batch #102d15. B3: exact date is unk. Assumed first month of the year. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, the jaws and trigger in the close position and with no reload present. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. The event described of would not reverse button force difficult to open could not be confirmed as revere button force worked properly during testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 102d15, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9e61t, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Yes, the device could only be removed (jaws opened) from the tissue with a lot of force, as the release knife switch did not work. The manual override button was not used.